Event description:
The pt reported having seizures (unrelated to the therapy) in 2006 which resulted in a hard fall directly onto the device. The pt has not used the device since 2006 rendering the device in an overdischarged state. Coupling and/or communication issues were reported. The pt tried three consecutive physician mode recharges, but the device did not function correctly. The MFR rep was not able to obtain telemetry for further diagnosis or recharge the device. An appointment was scheduled with the surgeon. Add'l info has been requested, a follow-up report will be submitted when/if add'l info becomes available.